Event description:
Report received of an overdelivery related to mis-programming. The pump was reportedly programmed in the pharmacy in the tpn mode to deliver 290ml with a 1-hour taper up/2-hour taper down over 14 hours with container size of 390ml. The customer contact reported that "someone in the home" reprogrammed the pump, and the entire volume infused in 2 hours, instead of 14 hours. A review of the history showed the original program as stated was entered at 0639pm on 9/5/00, and that a new program was entered at 0854pm as follows: tpn with taper up and down, tpn volume 2900ml, 1-hour taper up/2-hour taper down over 14 hours with container size of 2900ml. The history showed that the program was cleared at 1149pm after the entire tpn reportedly had infused, and was reprogrammed at 1150pm with the following program: tpn with taper up and down, tpn volume 290ml, 1-hour taper up/2-hour taper down over 14 hours with a container size of 340ml and was powered off at 1151pm. It was reported that the infant was brought to the emergency room and was hospitalized. Though requested, no other details of the reported emergency room visit or hospitalization were available.